Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed during review of the device's activity log. However, the device was put through extensive testing without duplicating the reported event. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device was unable to read the data through the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.